Event description:
It was reported that a 55-year-old male patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was foreign material on the usable length of the sheath and a thrombus issue. There was resistance during insertion of the dilator. When pulling back the dilator during insertion to the patient¿s body, the physician noted something like thrombus on the tube side. Priming was performed and something like thrombus was removed. The physician continued to use same carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small after confirming that there was no problem. The physician's opinion on the relationship between the event and the product was that there was a possibility that the coating in the sheath came off at the time pulling out the dilator at the time of insertion to the patient¿s body with using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, and blood adhered to the fragments and became like thrombus. It is highly unlikely that they entered the patient¿s body. It is also possible that the patient's blood originally had a thrombus, which might have regurgitated at the time of puncture. There were no abnormalities observed prior to and during use of the product. Additional information was received on 09-nov-2022. Thrombus like material was found at the tube of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. Resistance was reported for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small during inserting the dilator. Smarttouch sf catheter was not related to the thrombus issue. The resistance was between carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the dilator. The possibility of damage was pointed out by the physician and investigation is requested. There was a resistance with the sheath, when they were trying to put the dilator. Hemostatic valve related issue was not reported. The sheath was used on the patient. Additional information was received on 28-nov-2022. The patient was anticoagulated. The act was maintained 300-350. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Both the foreign material on the usable length of the sheath and thrombus issue were assessed as MDR reportable malfunctions.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 55-year-old male patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was foreign material on the usable length of the sheath and a thrombus issue. There was resistance during insertion of the dilator. When pulling back the dilator during insertion to the patient¿s body, the physician noted something like thrombus on the tube side. Priming was performed and something like thrombus was removed. The physician continued to use same carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small after confirming that there was no problem. The physician's opinion on the relationship between the event and the product was that there was a possibility that the coating in the sheath came off at the time pulling out the dilator at the time of insertion to the patient¿s body with using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, and blood adhered to the fragments and became like thrombus. It is highly unlikely that they entered the patient¿s body. It is also possible that the patient's blood originally had a thrombus, which might have regurgitated at the time of puncture. There were no abnormalities observed prior to and during use of the product. The device evaluation was completed on 27-dec-2022. The product was returned to biosense webster (bwi) for evaluation. Visual, dimensional and borescope inspections and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that the shaft was bent and reddish material was found attached to the electrode #3. Back pressure test was performed and no leakage or bubbles were observed. Good known lab samples catheter and dilator were introduced through the sheath and resistance was felt. No obstructions were detected. A borescope inspection was performed; however, no obstructions or internal damaged components were observed. Based on the information available, the thrombus/clot issue described by the customer was confirmed. However, the root cause of this event could not be conclusively determined as no damage was observed through the borescope inspection and no anomalies were detected during the backpressure test. A device history record was performed, and no internal actions related to the reported complaint were identified. The resistance and thrombus issues reported by the customer were confirmed; however, the foreign material issue could not be confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate the resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿foreign material on usable length of sheath¿. -investigation findings: environment problem identified (c15)/ investigation conclusions: cause not established (d15)/ component code: electrode (g0201501) were selected as related to the customer¿s reported ¿thrombus¿ issue. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to device design (d01) component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿resistance with sheath¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-dec-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).